Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported, while setting up for a procedure, the imaging system began to beep. Once case information was entered into the viewing station of the imaging system, the station display went black and the imaging system displayed it was not connected to the viewing station. The representative then restarting the viewing station of the imaging system to resolve the reported issue. There was no patient present when this issue was identified. No additional information was provided.